Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange procedure due to normal elective replacement indicator, the right ventricular (rv) lead could not be disconnected from the device. The rv lead had to be cut and capped and a new rv lead was implanted. The patient is pacemaker dependent; however, the new lead was safely positioned in the right ventricle while the device was providing back-up pacing. The patient was stable with no adverse consequences. Related manufacturer reference number: 2017865-2021-02378.

Manufacturer narrative:
The reported event of unable to disconnect the lead from the old device was not confirmed. As received, a partial lead (only the connector portion) was returned in one piece. Lead insertion and removal test in a pacemaker did not find difficulties. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Visual inspection of the lead did not find any anomalies except for procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed a full breached outer insulation degradation that was found distal to connector boot.